Event description:
It was reported that insulin leaked from the pump, with the leak location undetermined, and replacement cartridge and teflon infusion set supplies were shipped. No adverse clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and supply replacement logistics. Investigation of this case revealed no findings available, with insufficient information to define a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.